Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller tested on her confirm meter and received 27mg, 28mg and 535mg 4 minutes apart next tested again and received 535mg within another 4 minutes apart. Customer stated she was concerned about the meter because her readings don't feel accurate. She stated the confirm meter is not consistent and she doesn't trust it. She doesn't have any control solution. Replacing product ...

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.